Event description:
It was reported that the procedure was to treat an arteriovenus (av) fistula. A whisper guide wire was being used when it became stuck with a 2.5 x 8 mm non-abbott balloon catheter. The two devices were removed from the anatomy as a single unit. Another 3.0 mm non-abbott balloon catheter was advanced in an attempt to treat the fistula; however, it failed. The procedure was completed without treating the fistula. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.